Manufacturer narrative:
The insulin pump was received with constant frozen screen and watchdog alarms during boot up due to moisture damage on all electronic assemblies. The pump was unable to perform displacement test due to constant frozen screen and watchdog alarms. The pump was unable to verify button error alarms due to constant frozen screen and watchdog alarms. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. The pump was received with moisture damage on battery tube and vibrator motor. (B)(4).

Event description:
The customer reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was unknown. The customer was unable to clear the alarm with escape and act button. The customer stated that the button error alarm is present in history around the time the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.